Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding appropriately and the original complaint could not be duplicated. There was no physical damage on the keypad and there was no contamination found when the keypad was removed. Unrelated to the original complaint, it was noted that the audio bolus button cover was torn but still operable.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that all the keypad buttons were over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.